Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 95, 167 and 108 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/30/2018 and open vial date is 08/16/2016 - strips are expired as at time of call it is four months past the date first opened. The meter memory was reviewed for previous test result history (date not set): the 95mg/dl (B)(6) 2016 08:51 am fasting:yes, the 167mg/dl (B)(6) 2016 06:42 pm fasting:yes, the 108mg/dl (B)(6) 2016 06:34 pm fasting:yes, the 135mg/dl (B)(6) 2016 09:36 pm fasting:yes, the 100mg/dl (B)(6) 2016 06:16 pm fasting:yes. Memory concerns:customer concerned with all results.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 95, 167 and 108 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/30/2018 and open vial date is (B)(6) 2016 - strips are expired as at time of call it is four months past the date first opened. The meter memory was reviewed for previous test result history (date not set): (B)(6). Memory concerns:customer concerned with all results.